Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2022 for experiencing high blood glucose with 707 mg/dl level. Blood glucose level at the time of call was 179 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection. Customer experienced symptoms such as nausea, thirst and irritation at the time of high blood glucose. Auto mode was active at the time of the incident. No further patient complications were reported. The device will not be returned for analysis.